Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6. Health effect- clinical code (e): 4581- significant reduction of iridocorneal angles, shallowing of the ac, 'hyperopic error due to anterior positioning.' H6- investigation type code (b): 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Significant reduction of irido-corneal angles and shallowing of the ac. Blurred vision. Reportedly, 'hyperopic error due to anterior positioning.' In a separate surgery the lens was exchanged with a shorter length and problem was resolved. The cause of the event was reported as unknown.